Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent thrombosis and death occurred. A 2.25 x 12mm synergy ii drug-eluting stent (des) was implanted in the posterior "desceding" artery (pda). Two stents were placed in the left circumflex artery, a 2.25 x 16mm synergy ii des and a 2.25 x 12mm synergy ii des. Twenty minutes after the patient was taken off the table, the patient experienced chest pain. Electrocardiography revealed stent thrombosis on the three implanted stents. The physician placed a 2.25 x 8mm stent distal to previously implanted stent in the pda. The following day, a non-bsc temporary ventricular support device was implanted in the proximal right coronary artery because the patient was in shock. After one day, the patient died. The physician believes that the patient had a neurological event prior to removing the non-bsc device.